Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful total knee. Everything was well fixed. There was potentially an anterior slope to the tibial component. Surgeon opted to revise the tibia to a revision attune tray leaving a well fixed femoral component. Doi: unknown. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.